Manufacturer narrative:
Concomitant medical devices: addr01 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold, low impedance, noise, oversensing of noise and polarity switch. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.